Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to deflect the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During groin insertion, the minus direction of the steerable guide catheter (sgc) was turned from half to 3/4 of a turn. There was a loss of tip deflection observed. The device was replaced with another sgc and 3 clips were implanted reducing the final mr grade to <1. There was no reported adverse patient effect or a clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
: Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The reported mechanical issue of steerable guide catheter (sgc) unable to curve guide was confirmed. Additionally, a cable break was noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history identified no other incidents reported from this lot. The investigation determined that the reported mechanical issue of sgc unable to curve guide was a result of the noted cable break; however, a definitive cause for the cable break could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.